Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was high (specific value was not provided), and the meter bg reading was 18 mg/dl. As a result of the auto-bolus, customer was transported to the hospital by emergency medical technicians. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available. Reportedly, customer reverted to manual injections for insulin therapy.